Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and replaced. During the procedure, fluid loss was noted to be caused due to holes in the cylinders. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically inspected. The first cylinder had two holes from input tubing wear; however, there was no damage to the inner tube. This lead to the cylinder passing the leak and pressure test performed. The second cylinder had wear at a fold in the center of the body. There were no leaks identified and the component passed the pressure test performed. Visual and microscopical inspection of the pump identified the kink resistant tubing (krt) was worn down to the filament; however, no leaks were found. Upon functional testing of the pump, the device did not pass the activation test. Based on the information available, product analysis was unable to confirm the reported events; however, the pump not passing the activation test could affect the functionality of the device.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing device was removed and replaced. During the procedure, fluid loss was noted to be caused due to holes in the cylinders. There were no patient complications reported.